Event description:
It was reported that the customer had unresponsive buttons on the insulin pump and later received a button error alarm. Customer is now in (B)(6) but will return to the (B)(6) next monday morning. The insulin pump will be returned for analysis and will be replaced. Customer will use an insulin pen for the time being.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads and minor scratched display window.